Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. A video file was received for this complaint. The video of the surgery was reviewed and it appears that upon insertion of the intraocular lens (iol) by the physician, a dark fibrous material is visible along the iol and is aspirated out with the handpiece. Without the fibrous sample to investigate, it is unclear what caused the customer's reported incident. It is worth noting that earlier in the surgery when the handpiece is first introduced, the handpiece is inserted in the patient's eye and no visible fiber is present. The root cause of the customer's complaint could not be established as the fibrous material was not received. Without a sufficient sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sufficient sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a fine fibrous foreign material was confirmed in anterior chamber during a procedure. The doctor suspects that the foreign material was from the infusion sleeve. The procedure was completed without product replacement and the foreign material was removed during initial procedure. No patient harm.